Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a wash concentrate reservoir empty message on unicel dxc 600 pro synchron clinical system while the wash concentrate reservoir was full. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
Bci customer technical support instructed the customer to reseat the orange cable on top of the cap of the wash concentrate reservoir. The customer noticed a small amount of liquid under wash solution canister. The customer cleaned the leak and was asked to monitor. No further complaints were filed after this instance.